Event description:
It was reported the patient experienced a surging sensation when they palpate, bend over or have a bowel movement. The pt feels the same surging/fading sensation with the device off while bending over. The symptoms are at the device location and travel along the extension. The symptoms began about a year ago, and have been getting progressively worse over the past year. The pocket was very loose and if the device had moved locations. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.